Event description:
It was reported that the patient experienced right heart failure. Cardiac catheterization was performed with a clinical value of ci 1.9229 l/min/m2. Peripheral edema was not confirmed and central venous pressure (cvp) was not measured. The patient's pulmonary artery (pa) systolic blood pressure was 15mmhg, pa diastolic blood pressure was 7mmhg, right atrial pressure was 9mmhg, pulmonary artery wedge pressure (pcw) was 1mmhg, and cardiac output was 2.7l/min. The causal relationship to the device was unknown.

Manufacturer narrative:
This event was originally reported under MFR 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 06sep2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(4), until (B)(6) 2021 when the patient underwent a routine heart transplant (captured under MFR # 2916596-2021-05105). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. The IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU states that right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. This document also discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.